Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke and the tip of the fiber burned out at 102,218 joules. No patient injury was reported. The device was not returned for eval.